Event description:
Received for service with the report "812:02". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.